Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2014 due to disassociation. The humeral stem and humeral tray were noted to be loose during the revision. The humeral bearing, glensophere, humeral stem and humeral tray were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity." This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-01753 / 01756).